Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after a coronary diagnostic procedure, using a 6f sheath. Reportedly, when the plunger was removed the patient complained of horrible pain. The pain kept returning sporadically. A neurological consultation reported no nerve damage. A computerized tomography of the abdomen revealed no problems. The pain was treated with lidocaine. Hemostasis was achieved using sutures of the proglide device. There was a clinically significant delay in the procedure due to the neurological consultation and the computerized tomography. The physician is reportedly in-training in the use of the proglide device. That same day, the patient developed paralysis in both legs and died on (B)(6) 2014. Prior to the catheterization procedure the patient had fallen while in the hospital. The patient stated at the time of the fall that he was fine. After the patient developed paralysis, x-rays of the back revealed a fracture of the t6 vertebrae. The jagged edge of the vertebra was protruding into the spinal cord. The physician stated that the proglide device was "innocent" of any of the complications. No additional information was provided.